Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, within an existing non-medtronic valve implanted 14 years ago with severe stenosis, the patient's mean aortic gradient measured 70mmhg with an end-diastolic pressure of 60mmhg. During implant of this valve, three deployment attempts were made, but the valve frame was constrained. The severely stenotic surgical aortic valve leaflets contributed to the expansion issue. The valve was withdrawn from the patient and a pre-implant balloon aortic valvuloplasty was performed using an 18mm non-medtronic balloon. A new valve was used for successful implant. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: images were submitted to medtronic for review. The image review showed five static images were provided for review. Patient summary was not attached for review neither was valve load imaging. Images shows a constrained valve prior to the pre-valvuloplasty. The final image shows a well expanded medtronic bioprosthetic valve. Stenotic surgical valve appears to be the reason for the constraint on first implant attempt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.